Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline and could not be rebooted. The screen was completely black, and the device remained unresponsive. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed black touchscreen and was not accessible.the field service engineer (fse) found a power issue with the device. The fse measured the power at the outlet and confirmed that voltage was present on the power cable. The hard drive was disconnected to avoid damage during multiple reboots, and the power supply was tested independently, after which power was restored. The fse then disconnected the auxiliary cable, and power remained present. Upon opening the back panel door of the auxiliary cabinet, the fse found a piece of inventory obstructing power to the station. The obstruction was removed, all cables were secured, and the station was rebooted. Power was restored, and all devices are now functioning properly, resolving the issue. The fse also confirmed that the user was able to recover the failed storage space on the top drawer of the auxiliary cabinet. The system functioned as intended after the field service engineer repaired the device.